Event description:
Patient with lvad therapy for 8 months that has been uniquely complicated by recurrent gi bleeding episodes despite reduction in anticoagulation, recurrent gi procedures, and partial gastrectomy with prior episodes, now presents with peritonitis secondary to incisional infection (gastrectomy), enterococcus bacteremia, and another episode of gi bleeding. Patient declined to pursue aggressive therapies, including blood transfusions, and was enrolled in hospice.